Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer did troubleshooting and says that the adult unit was working fine. The technical support suggested to check the o-ring on the exhalation valve and maybe the exhalation valve needs characterization. Informed the customer to make sure that all the calibrations were okay. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ii ventilator unit was having an auto cycling during neo circuit only. The reporter confirmed that there is no patient involvement associated on this event.